Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of high blood glucose readings from the insulin pump. The father stated that his son was sleeping on the sensor and that was probably the reason why his son's blood glucose is high. The father stated that the sensor reading was 250 mg/dl while the blood glucose was 425 mg/dl. The father treated the high blood glucose reading with a bolus from the pump. The customer's blood glucose was 351 mg/dl while the sensor glucose reading was 260 mg/dl. The father declined to troubleshoot for high blood glucose readings.